Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) has been confirmed. As received, the monitor failed incoming pulse testing and displayed associated service codes 102 and 203. The cause for the code 102 and 203 and incoming test failure is an open resistor r45 on the computer / analog (ca) board. The cause for the excessive is broken leads on high-voltage capacitors c20 and c21 on the defibrillator board. The root cause for the broken leads on c20 and c21 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change *see PMA supplement s039) to reduce the pca strain was approved by FDA on (B)(4) 2012. Implementation began on (B)(4) 2013. Results will be monitored. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor was unable to perform incoming testing.